Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hasp was positioned too low, causing it to contact the bottom of the opening and misalign with the latch mechanism. A field service engineer (fse) made adjustments to properly align and center both the remote manager and the hasp, ensuring correct engagement with the latch. Following the adjustment, the door operation significantly improved, with smoother and easier opening and closing, confirming restoration of proper mechanical functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new hardware was installed on the fridge in the ed department during the machine upgrade. Since then, there had been multiple failures involving the remote manager. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.